Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of a right common femoral artery was successfully performed using a proglide device via a 6f sheath after a diagnostic procedure and hemostasis was achieved with the proglide device. Reportedly, upon removal of the proglide device from the patient anatomy after use, it was noted that there was a "piece of unidentified tissue" on the proglide device. No vessel treatment was reported. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported tissue damage was confirmed. The reported patient effect of tissue damage is a known inherent risk of the procedure and the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication a product quality issue with respect to manufacturing, design or labeling of the device.